Manufacturer narrative:
(B)(4).

Event description:
On april 28, 2015, dai-ichi shomei received information that during fascia suture of a c-section procedure, the surgical light suddenly burst and scintillating particles from the light reflector fell over the sterilized drape. The light was removed from the sterilized area immediately; the physician cleaned and inspected the surgery area and found no particles. There was no detectable smoke or spark.